Event description:
It was reported that during a coronary artery stenting treatment procedure, a stent dislodgment occurred. The physician was treating the mid circumflex with a 3.50x16mm veriflex stent. There was difficulty crossing the lesion. The physician pulled the stent delivery system (sds) back and tried to cross the lesion again. Was still unable to cross the lesion, so the physician pulled the sds back then tried to wipe it down and the stent dislodged outside the body. There was no patient injury and the physician completed the procedure with another of the same successfully. The patient status is o.k.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. From the information available this device was not used per the directions for use (dfu) / product label. The dfu states "an unexpanded stent should be introduced into the coronary arteries one time only. An unexpanded stent should not be subsequently moved in and out through the distal end of the guiding catheter as stent damage or stent dislodgment from the balloon may occur." The most probable root cause was user error. (B)(4).